Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed only the device was returned, and a kink was observed in the sheath assembly. Photos attached to the parent record show evidence of damage on the outer box of the device, that confirms the reported issue.

Event description:
It was reported that device sterility compromised. An opticross catheter was used for ultrasound examination of the target lesion. When the device was received, the catheter was not tightly packed, and the catheter had spilled out of the box. The device was not unpacked from the outer box. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis. However, photos provided by the site showed evidence of damage to the outer box of the device.

Event description:
It was reported that device sterility compromised. An opticross catheter was used for ultrasound examination of the target lesion. When the device was received, the catheter was not tightly packed, and the catheter had spilled out of the box. The device was not unpacked from the outer box. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device sterility compromised. An opticross catheter was used for ultrasound examination of the target lesion. When the device was received, the catheter was not tightly packed, and the catheter had spilled out of the box. The device was not unpacked from the outer box. The procedure was completed with another of the same device. No patient complications were reported.